Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep said patient reported a fall in (B)(6) 2021, and a few days after that the implant battery depleted. Patient was in the hospital for 5 weeks and she needed physician recharge to get device out of over discharge. Since (B)(6) 2021 patient noticed that battery drain. Patient was recharging approximately every 2 days in the past. Impedance check in laying, sitting, left and right body didn't' show any short circuit; electrode impedance showed less than a 1000 ohms and at the lowest was 508 on electrode 9. Group impedance around high 300 ohms to 500 ohms approximately. Patient reported pulsation at implant site while running impedance. A2+3-4-5+6 volts450pw40hz12+13-14+0 volts450pw40hz7 volts450pw40hz12+13-14+15+based on recharge interval calculation it showed approximately 2-3.5 days recharge interval from full to empty, thus it doesn't appear patient has been that much more than previously, given the recharge data patient saw is in quartiles. Patient's daughter reports that having recharge plugged in the wall appeared to allow recharging to go faster, but that does not makes any sense. Rep did re port frayed wire on the recharger antenna and the dtc power supply. Rep to call back to replace equipment. Technical services(ts) recommended reprogramming patient since patient needed higher amplitude and pulse width to get needed stimulation. The issue was not resolved through troubleshooting. X-ray didn't show lead movement, and therapy sensation was the same as in the past. The manufacturer representative (rep) called back to have the recharger and desktop charger replaced. The caller indicated that both components had damaged cables, the caller also stated that the recharger needed to be replaced, not just the recharger antenna, because it was not holding a charge. It was added that the patient essentially said the implant depleted overnight and she used to recharge about every 2 days. Recharge interval calculation showed patient should be recharging every 2-3 days. Given that recharge level displays in quartiles it's possible the battery depletion may be within normal range. Technical services reviewed with rep regarding reprogramming to address power usage, to see if that can extend the recharge interval. Patient felt stimulation at implant site while rep was testing impedance. A replacement recharger (insr) and desktop charger (dtc) were sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the pt received the recharger but that there was no antenna attached. A request for a recharger antenna was sent to the patient. The manufacturer representative (rep) reported the cause of feeling stimulation at the implant site during impedance testing was unable to be clarified by the patient; the patient was highly uncomfortable from being in a side position and was unsure on whether it was the stimulation or general discomfort. No actions were taken to resolve the issue, the patient just resumed normal lying position.